Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be determined as the reported issue was not duplicated during testing. The device was evaluated and the reported issue was unconfirmed as the reported issue was not reproduced during testing. No repairs needed for reported issue. The device went through the pm program. Service the mixing pump and circulation pump . Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The arctic sun is functioning properly. All upgrades were verified complete. The system heats to 42°c and cools to 4°c and is stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. Graphic software was 3.0.2. The coin cell in the control panel was replaced due to age. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and was functioning properly and ready for use. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The device history record review was not required as the reported event was unconfirmed. The labeling/packaging review was not required as the reported event was unconfirmed. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a hypothermia patient was cooling in the arctic sun device and the device was displaying alert 113 (reduced water temperature control). It stated that the patient temperature was 32.5 c, water temperature was 17 c, target temperature was 33 c. Nurse stopped the device and the reservoir level was 5. Mss walked the nurse through draining off 500 ml of water from right drain port and water was brown with black specifications. The user restarted therapy, water temperature never rose and flow rate was 0.7 - 1.5 l/min. Mss recommended the nurse to send device to the biomedical engineering department. The user had another device (serial# (B)(6)) in which flow rate was 2.9 l/min, water temperature was 30 c and rising. Nurse would label the first device with alert 113 and send it to the biomed department. Per follow up via phone 08sep2021, nurse stated that the therapy was completed with second arctic sun device with no further issues. Per follow up via phone 10sep2021, biomed stated that there was a non recoverable, fatal error and it would not be able to repair on site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a hypothermia patient was cooling in the arctic sun device and the device was displaying alert 113 (reduced water temperature control). It stated that the patient temperature was 32.5 c, water temperature was 17 c, target temperature was 33 c. Nurse stopped the device and the reservoir level was 5. Mss walked the nurse through draining off 500 ml of water from right drain port and water was brown with black specifications. The user restarted therapy, water temperature never rose and flow rate was 0.7 - 1.5 l/min. Mss recommended the nurse to send device to the biomedical engineering department. The user had another device (serial# (B)(4)) in which flow rate was 2.9 l/min, water temperature was 30 c and rising. Nurse would label the first device with alert 113 and send it to the biomed department. Per follow up via phone 08sep2021, nurse stated that the therapy was completed with second arctic sun device with no further issues. Per follow up via phone 10sep2021, biomed stated that there was a non recoverable, fatal error and it would not be able to repair on site.